Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The distal fragment including the lead tip was not returned for analysis as mentioned in the complaint description. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed deformations of the conductor cable to the rv shock coil between the df-1 connector pin and the yoke. In this area the conductor cable was found fractured. Tensile forces applied during the explantation procedure should be taken into consideration. The mechanical inspection was not properly feasible, as only a short lead segment was received for analysis. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. Further analysis of the available fragment did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that about 91 months after the implantation, arrhythmia and non-sustained episodes due to suspected oversensing were noted. The lead was capped, but a proximal part of the lead was received for analysis. No adverse patient side effects were reported. Should additional information become available, this event will be updated.